Manufacturer narrative:
B4:09aug2021. Additional information was received, the device was in clinical use, providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The biomedical engineer (bme) indicated that the unit might have bumped into other equipment during storage and caused the cracked plastic parts. The bme replaced the top cover and front panel to resolve the issues.

Event description:
The biomedical engineer (bme) reported to philips that the unit had a proximal pressure sensor autozero failed diagnostic error. The device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the bme stated the unit had a proximal pressure is not measured and pressure-related alarms are compromised. The bme reported the unit recently had the power management board recall implemented, and the flow sensor assembly has been replaced. The rse advised bme the recommended repair is the data acquisition board. The bme requested part identification for the cracked top cover and front panel. The bme stated that removing the data acquisition and aligning the board with the flow sensor solenoids resolved the problem.